Manufacturer narrative:
Additional information provided in d.10., h.3., h.6, and h.10. The lens was returned positioned incorrectly in a lens case loose in a clear bag. Viscoelastic was dried on the lens and outside the well area of the lens case. The lens was anterior surface up and tilted in the case. The lens was removed from the case and cleaned with lphse to further assess. The anterior optic has light scuffs on central rings and an area of small scrapes located between the optic edge and the outer rings. An optical resolution test was conducted by engineering technician. The lens optical resolution met specifications. Product history records were reviewed documentation indicated the product met release criteria. A viscoelastic was indicated. It is unknown if additional products were used. The root cause cannot be determined for the reported event. The explanted lens was returned. A photo was also available in the file that matched the returned product. The optic surface was damaged and the optic/haptic junction was torn. An optical resolution test was conducted by engineering technician. The lens optical resolution met specifications. Information provided in the file indicated that the multi-focal company 21.0 diopter lens was removed and replaced with a monofocal company 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.3., b.3., b.6., d.7., and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having an intraocular lens (iol) implanted, the patient was having an oblique perception of objects. The surgeon removed the lens and replaced it in a secondary surgery. Additional information has been requested.